Manufacturer narrative:
(B)(6).

Event description:
This report is to advise of an event observed during analysis.

Event description:
New information received notes that the externalized conductors were known prior to explant. The lead exhibited no electrical anomalies and the patient was asymptomatic. The lead could not be explanted completely during the initial procedure and a subsequent procedure was performed two days later to laser out the balance of the lead. The patient was doing well after the procedures.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-13.9cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasions were noted at 7.5-8.7cm and 9.1-11.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).